Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. This was observed during set up of the device for peritoneal dialysis (pd) therapy. The leak was further described as, ¿there was some solution over the table after the priming¿ and ¿a leak was observed and did not know where the leak was located¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.